Manufacturer narrative:
The technician found the bed functioned as designed, most likely cause of the issue was user error such as the communication cable not being connected. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. Warning: a communication cable must be used by beds that have nurse call. Failure to do could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician found the bed functioned as designed, no repair needed. Based on this information, no further action is required.

Event description:
The account reported the bed had no nurse call function. The bed was located in ICU 5 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).